Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility. The device was repaired and placed back into stryker stock.

Event description:
It was reported that the device turned on by itself during a split osteotomy procedure at the user facility.

Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and placed back into stryker stock.

Event description:
It was reported that the device turned on by itself during a split osteotomy procedure at the user facility.